Event description:
The event is reported as: complaint alleges that circuit would not pass the leak test while being tested on the covidien 840 ventilator. No pt injury reported.

Manufacturer narrative:
Sample received by MFR, but investigation is incomplete at time of this report. A follow-up report will be sent when investigation is completed.